Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to her feelings/normal results. The complaint was classified based on information documented by the customer care advocate (cca), as the patient was unavailable for follow-up when attempted by medical surveillance. The patient reported that on an unspecified date she obtained a reading of ¿247mg/dl¿ with the subject meter. The patient detailed that she manages her diabetes using a combination of oral medication, 10 units of humalog insulin in the morning and 20 units of lantus insulin at night. The patient reported that she did not take any action regarding her usual diabetes management regimen in response to the allegedly elevated results. The patient claimed that at an unknown time before the alleged meter issue occurred she developed a symptom of feeling ¿shaky¿¿. It is not known whether or not the patient¿s health condition deteriorated after the alleged inaccuracy, however at an unknown date and time she received treatment from the emergency medical services (ems), and ended up being hospitalized. The patient detailed that additional blood glucose tests were performed on the ems¿s meter but did not specify any results, or what treatment was received from the ems or when in hospital. The cca noted that at the time of troubleshooting, the patient did not have a control solution available to perform a control solution test. The units of measure were set correctly at the time of testing. Replacement products were sent to the patient. This complaint is being reported because based on the information available, the patient allegedly received medical intervention from a healthcare professional for a possible blood glucose excursion after the reported meter issue began.